Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the reported device failure was due to water damage and salt deposits in the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was not ventilating. There was no patient injury reported as a result of this incident.